Event description:
Customer reported to beckman coulter, inc. (Bec) that there was bloody fluid on the tube racks and track of the unicel dxh 800 coulter cellular analysis system. Customer reported that the first well was bubbling up. Customer reported that the amount of the spill was less than 2 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found stopper pieces from the sample tubes in the nucleated red blood cell (nrbc) chamber drain port. The fse removed the stopper pieces from the chamber drain port.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).